Event description:
The manufacturer received information alleging an internal battery not detected had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was evaluated at the manufacturer service center, and the complaint was confirmed. During the evaluation it was noted that an error code, internal battery not detected, was observed in the device's error log. The manufacturer service technician found damage to the screen. In conclusion, the device's internal battery and display were replaced to address these issues. The root cause is confirmed at this time. Additionally, during the service of the device, the machine flow sensor and in-line filter were replaced for contamination unrelated to the reportable issue. The air inlet foam filter and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.